Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and selftest. Insulin pump was monitored and functioning properly. No keypad unresponsive/button error alarm during testing. All buttons functioning properly no damage on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 165 mg/dl. The customer reported that they were unable to get to any other screen aside from the home screen. Customer stated that there was no response from any button. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.